Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that the patient had dehiscence of a previously placed patch after an implant duration of approx. 3 months. Per the op report provided, this patient had aortic insufficiency with a large paravalvular leak of her prosthetic aortic valve status post redo avr for endocarditis with abscess and patch repairs of the aortic root x2. Upon inspection, the patch was seen from the left main coronary artery extending over around the annulus of the left/right commissural region from essentially the left coronary artery to the right coronary artery. The patch had dehisced and left the area with no annulus for approximation. The patch was then removed and a root replacement with a 23 mm edwards prima plus stentless bioprosthesis was performed.

Manufacturer narrative:
(B)(4): dehiscence. Device not returned. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information. Of note, this patient has another related event. Please see MDR report #2015691-2012-17555.